Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Okr checked the subject device and found that the reported phenomenon (no image) was duplicated, and that the scope communication error b30 occurred on the subject device due to the failure of the cable unit, which might be caused by the external impact or the broken internal cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from okr, there was the possibility that the reported event was attributed to the failure of the cable unit, which might be caused by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.